Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector that was reportedly cracked. The event occurred at at le sart-tilman. There was no report of any human harm as result of this complaint/event.

Manufacturer narrative:
No d1000 product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.